Event description:
A report was received that a pt's ipg had migrated. The pt underwent a pocket revision to reposition the ipg. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.